Event description:
It was reported an infection occurred. The lead was removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported an infection occurred. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated the patient device system (device and leads) was removed due to bacteremia. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. Noted there was blood/body fluid on the proximal conductor (not obstructed), outer insulation was breached cut and had cosmetic depression, blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and had cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the full lead was returned in segments, was analyzed and no anomalies were found. It was noted that all conductors were stretched, the outer insulation was melted and there was apparent explant damage. Corrected section: the initial report of infection was received on (B)(4) 2012 and is normally submitted via an (B)(4) for device model 8042 and lead models 5076. Information was subsequently received on (B)(4) 2012 that revealed the infection was bacteremia. As there is new information, the 8042 and 5076 models no longer qualify for (B)(4) and are therefore being submitted as a 30 day report as the patient may have been pediatric at the time of the infection.

Manufacturer narrative:
Additional information received indicated the patient device system (device and leads) was removed due to bacteremia. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The initial report of infection was received on (B)(6) 2012 and is normally submitted via an alternative summary report (asr) that would have been due on (B)(4) 2012 for device model 8042 and lead models 5076. Information was subsequently received on (B)(6) 2012 that revealed the infection was bacteremia. As there is new information, the 8042 and 5076 models no longer qualify for asr and are therefore being submitted as a 30 day report as the patient may have been pediatric at the time of the infection.